Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5060044) on 09-mar-2016. The most recent information was received on 09-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cyclobenzaprine hydrochloride (flexeril), ibuprofen, naproxen sodium (aleve), opioids, oxycodone hydrochloride; paracetamol (percocet), paracetamol (tylenol) and promethazine. In 2011, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and medically significant) and back pain ("back pain"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced joint stiffness ("sclerosis in my left hip") with arthralgia, prolapse ("prolapse"), menorrhagia ("heavy periods with huge blood clots/ menorrhagia (heavy menstrual bleeding)"), dyspareunia ("pain during sex/ dyspareunia (painful sexual intercourse)"), polycystic ovaries ("pcos/ autoimmune diagnosed polycystic ovary syndrome"), feeling abnormal ("horrible brain fog"), headache ("headaches /other injuries/symptoms: headaches"), nausea ("nauseousness/other injuries/symptoms: nausea"), vertigo ("vertigo"), abdominal distension ("bloating"), gastrointestinal disorder ("gastrointestinal problems/gi conditions"), fatigue ("fatigue, exhaustion/other injuries/symptoms: fatigue"), depression ("depression/psych injury"), dysmenorrhoea ("painful periods/ dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain "), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), bladder disorder ("bladder/urinary problems: bladder problems,"), urinary tract disorder ("bladder/urinary problems: urinary tract disorder"), cystitis ("bladder/urinary problems: bladder infection"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), tooth disorder ("other injuries/symptoms: dental problems"), hyperhidrosis ("excessive sweating"), uterine enlargement ("enlarged uterus") and uterovaginal prolapse ("uterovaginal prolapse") and was found to have weight increased ("weight gain/other injuries/symptoms: weight gain") and hormone level abnormal ("other injuries/symptoms: hormonal changes"). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, joint stiffness, prolapse, back pain, dyspareunia, polycystic ovaries, feeling abnormal, headache, nausea, vertigo, abdominal distension, weight increased, gastrointestinal disorder, fatigue, depression, dysmenorrhoea, abdominal pain, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, tooth disorder, hormone level abnormal, hyperhidrosis, uterine enlargement and uterovaginal prolapse outcome was unknown and the menorrhagia and metrorrhagia had resolved. The reporter provided no causality assessment for abdominal distension, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, headache, joint stiffness, menorrhagia, nausea, pelvic pain, polycystic ovaries, prolapse, vertigo and weight increased with essure. The reporter considered abdominal pain, bladder disorder, cystitis, female sexual dysfunction, hormone level abnormal, hyperhidrosis, metrorrhagia, tooth disorder, urinary tract disorder, urinary tract infection, uterine enlargement, uterovaginal prolapse, vaginal discharge and vaginal infection to be related to essure. The reporter commented: received treatment for: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), chronic, apareunia pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), psych injury, bladder problems, urinary problems, bladder infection, uti, vaginal infect., vaginal discharge, fatigue, other, gi conditions, dental problems. Hormonal changes, headaches, nausea, weight gain, "other" please describe excessive sweating, enlarged uterus, uterovaginal prolapse. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. New events: apareunia, abdominal pain, metrorrhagia (bleeding b/w periods), bladder/urinary problems bladder problems, urinary problems, bladder infection, urinary tract infection, vaginal infect., vaginal discharge, other injuries/symptoms: dental problems, hormonal changes, excessive sweating, enlarged uterus, uterovaginal prolapse were added. Removal details added. Case becomes incident. Outcome for bleeding added. Plaintiffs information and lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.